Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose reported as above 400 mg/dl, resulting in hhs and hospitalization with ICU admission. The user was treated with insulin and IV fluids and discharged on (B)(6) 2026. The user recovered and ilet therapy was discontinued.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hhs, ICU admission, and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring intensive medical intervention and is consistent with the reported treatment with insulin and IV fluids. Engineering log review identified multiple alert 38 consecutive motor stall events together with repeated occlusion alerts, with no supply change performed after the initial motor stall event on 15-feb-2026. Device data confirmed hyperglycemia beginning when insulin dosing became ineffective due to repeated occlusions and motor stall events, likely reflecting a failure along the fluid pathway. Based on available information, the event was attributed to an occlusion-related therapy delivery failure rather than normal device operation. If additional information becomes available, a supplemental MDR will be submitted.